Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation conditions/findings: the broken glenoid skid appears consistent with applying a bending moment during use. All other aspects of the devices appear unremarkable and consistent with normal use. Design-related issues: the design of the glenoid skid has been in the field since 2007. Exactech is aware of 4 similar complaint reports involving this device since 2007. Because the glenoid skid is not used in every equinoxe reverse total shoulder surgery, the number of these devices in the field was compared to the number of a more commonly used device (38mm reverse pilot tip reamer). From this comparison, it was estimated that this device is used in approximately 30% of reverse total shoulder surgeries. Therefore, 30% of glenoid baseplate sales was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2018. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this glenoid skid, 750-2002-039-rmr-instrument additions rev g, was reviewed. The risk is captured in line 17. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. Most likely cause: the broken device reported was likely the result of applying a bending moment to one end of the instrument, which led to fracture of the device. However, no information regarding its use during surgery was provided. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event, the glenoid skid broke while being used by the surgeon. No pieces were left in the patient, it is unknown if any pieces/parts fell into the surgical site. An investigation was conducted: the broken device reported was likely the result of applying a bending moment to one end of the instrument, which led to fracture of the device. However, no information regarding its use during surgery was provided.

Event description:
It was reported from ous that during a primary orthopedic surgery the surgeon experienced an issue with instrument. The glenoid skid broke while being used by the surgeon. Item was returned to the agency in 2 parts. It was stated as ¿unknown¿ if any parts/pieces fell into the surgical site. It was confirmed that no pieces were left in the patient. The agent was not present at surgery. There was no delay and no clinical consequence to the patient. No patient demographics were provided. The patient went home with no complications. No additional information has been provided by the contacts about this event.